Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia as well as hypoglycemia. Customer¿s high blood glucose level was 134 mg/dl at the time of call. Customer¿s low blood glucose level was 68 mg/dl at the time of incident and current blood glucose level was 290 mg/dl. The customer did not experiences any symptoms related to the high and low blood glucose. The customer was neither in the emergency not admitted into the hospital as a result of high and low blood glucose. The customer had using the insulin pump system within 48 hours of reported high and blood glucose event. The customer stated that insulin pump gives the no delivery alarm. Troubleshooting was done by the patient for the no delivery alarm. The customer stated that the event was resolved by the changing the complete set. The customer was treated by the insulin drip and the glucose for the high and the low blood glucose. The insulin pump will not be returned for analysis.